Event description:
Complainant alleged that the device could not be switched from pacing mode to monitor mode. Complainant did not indicate that there was any patient involvement in the reported malfunction.